Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a battery compartment crack and moisture within. During investigation for unrelated complaints, there were 2 additional failures found.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery cap with moisture issue. These reports were received from various sources. The patient associated with this allegation was 40 years of age and 140 pounds. Of the reported patients, 1 was a female.

Manufacturer narrative:
Follow-up #1: device evaluation: in quarter 2 of 2018, there were 1 instances of battery cap with moisture failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.